Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. Examination of a provided x-ray image confirms a fracture of the femoral stem proximally and appears to have fractured just below the proximal edge of the sleeve component. A root cause for the fracture cannot be determined from this singular x-ray. A review of the device manufacturing records finds no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot 1157110 a review of the device manufacturing records finds no related deviations or anomalies. Device history review ; a review of the device manufacturing records finds no related deviations or anomalies.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon removed the parts listed below and replaced with a reclaim depuy stem and a competitor's acetabular cup/liner. Reason for revision is the srom stem was broken. Previous surgery and place of surgery are not known at this time. To answer the question below - no instruments were broken therefore nothing removed from the patient. Doi: unknown; dor: (B)(6) 2020; affected side: right hip.